Manufacturer narrative:
Date of previous report updated to 2019-may-20. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per software engineer: not a software issue. According to hardware casepart-285075 and casepart-287157 the issue was caused by electrical issue and physical damage. Software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site could not select a procedure aside from the lateral skull base procedure when utilizing the touch screen. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. It was reported that the monitor of the navigation system had a second crack on the right side and zoom functionality could not be used. Medtronic received information that, while troubleshooting the reported issue, the monitor power cable could not be connected to the monitor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated they were on site replacing the monitor and could not get the new monitor power cable to connect with the new monitor. The part numbers were confirmed. Product services recommended to ship another monitor since the issue occurred with more than one monitor cable. On (B)(6) 2019, the monitor was replaced and the issue was resolved (refer to (B)(4) for system checkout). The old monitors would be shipped back. No complications were reported/anticipated.